Manufacturer narrative:
Additional information: d5; we did not have the information when we initially reported device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that the device was overheating. Attempts are being made to obtain additional information from the user facility.